Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026 the patient underwent a removal of a loose screw from a tna. When taking out the protruding screw, it was discovered that the second interlock was broken. This was a month to the day after the surgery. This complaint is regarding both proximal interlocks breaking within 28 days of implantation. They were 66 and 64 mm 5.0 low profile ans 5.0 interlocking screws. This report captures the second revision surgery performed on (B)(6) 2026 due two (2) loose/broken proximal interlocking screws while related complaint pc-002117596 captures the first removal surgery performed on (B)(6) 2026 due to nonunion/malunion.